Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve stenosis, leaflet thickening, leaflet motion restriction were confirmed based on the medical record. Due to unavailability of valve serial number DHR and lot history review was unable to be performed. However, a review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''29 s3 valve, implanted for approximately 1 year, has failed due to severe stenosis. Tte showed an ejection of 72%, aortic valve area of 0.9 cm2, a mean gradient of 49 mmhg, and thickened leaflets with reduced mobility''. Per IFU, thickened leaflet and stenosis were potential adverse events associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had history of end stage renal disease (esrd) and hyperlipidemia, which were well-known factors for valve calcification, and it could lead to thickened leaflets resulting in stenosis. In additional, hyperlipidemia is associated with degenerative aortic valve stenosis, and the disease resembles the inflammatory process of atherosclerosis. As such, available information suggests that patient factors (esrd, hyperlipidemia) may have contributed to the reported event. As the leaflets thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restricted. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that a 29 s3 valve, implanted for approximately 1 year in the aortic position, has failed due to severe stenosis. Tte showed an ejection of 72%, aortic valve area of 0.9 cm2, a mean gradient of 49 mmhg, and thickened leaflets with reduced mobility. The patient noticed worsening fatigue and shortness of breath with exertion over the last year with acute worsening of symptoms over the last two weeks. He felt increasingly fatigued and dyspneic after dialysis last week which led to him being hospitalized. A valve in valve was successfully performed with a 26 s3u valve. The patient was admitted to cardiology following valve in valve tavr.